Event description:
A pump declared an altitude alarm, which did not adversely impact the customer's blood glucose level. The issue did not cause the blood glucose to exceed any critical thresholds. The customer's insulin was not suspended due to the alarm, and they did not need to replace the cartridge to resolve the issue. Technical support provided tips for preventing altitude alarms in the future, which the customer understood and acknowledged, and the customer was able to resume insulin delivery with the original cartridge.